Event description:
Olympus was informed that a patient had reportedly experienced a perforation after having undergone colonoscopy. No further information was provided.

Manufacturer narrative:
Olympus followed up with the reporter via telephone and in writing to obtain additional information regarding the report, but received no further information regarding this alleged event. The model and serial number of the device was not provided. The exact cause of the reported event could not be conclusively determined due to insufficient information. If additional significant information becomes available later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.